Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained morphine at a concentration of 15 mg/ml with a dose of 3 mg/day. It was reported during routine pump exchange, the hcp was unable to aspirate the catheter. There were no reported environmental/exte rnal/patient factors that might have led or contributed to the issue. The hcp was able to get a tiny amount when aspirating. After calculating the dose that the patient would receive, the hcp chose to flush with dye to make sure intrathecal. The hcp did not want to replace the catheter because the patient was medically fragile. The catheter was flushed with isovue; the catheter seemed intrathecal. The patient was kept overnight to monitor. The issue was resolved at the time of the report. Patient medical history included dependency on oxygen. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.